Event description:
The locking tabs of a screw extender could not be opened /expanded in order to release the polyaxial screw. The surgeon attempted other means of removal causing one of the tabs to fracture, separate and land on the floor of the operating room. The surgeon elected to remove and replace the mating polyaxial screw extending the case approximately 45 minutes. The patient was not injured.

Manufacturer narrative:
An evaluation of the suspect device found no manufacturing, processing or design related irregularities. The instrument to be properly manufactured and released in accordance with the device master record. It is essential to follow the loading and unloading instructions provided in the surgical technique (lit-83323) to ensure proper performance of the device. It is mandatory to use the screw alignment guide to attach screw extenders to screws. Failure to do so may result in unpredictable surgical complications. Additionally, the release point of the screw extenders is 90° (continued rotation will not release the product). Insert screw extender remover into screw extender with handle parallel to the implant rod. Rotate 90° clockwise. Gently pull the t-handle up to release screw extender. Note: if the screw extender does not disengage do not use force. Use screw remover aid. The screw extender remover must be positioned perpendicular to the implant rod. Place the screw remover aid into cannula of the screw extender remover. Rotate aid clockwise until screw extender disengages and can be removed from the surgical field. The illico mis posterior fixation system is intended to facilitate the surgical correction of noncervical spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. When used for a minimally invasive posterior approach illico mis instrumentation is used in conjunction with polyaxial screw components. The implants are manufactured from surgical grade titanium alloy (B)(4). The rods are available in commercially pure (cp) titanium and/or cobalt chrome.